Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a gastric bypass, the needle fell out of device. No device fragment fell into the patient. No device fragment was left in patient.